Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the remote arm controller board (rac) involved with this complaint to perform failure analysis. The rac was analyzed and found to be in good condition. The unit was installed into the printed circuit assembly (pca) system program start-up and error 25551 occurred after the system boot-up. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse replaced the remote arm controller boards (rac) to resolve the reported issue. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, while the customer was using a dual surgeon side console (ssc) setup, a recoverable error occurred. The surgeon could not control the universal surgical manipulators (usms) after recovering from the fault. The customer received phone assistance from the technical support engineer (tse). A system log review confirmed errors reported by the right master tool manipulator (mtm) on ssc2 and indicated that the surgeon had selected disable on the right mtm and then pressed the emergency stop (estop) button and recovered. The tse recommended powering off and disconnecting ssc2 to prevent the reoccurrence of the errors and then powering on and continuing with only ssc1. After disconnecting ssc2, the system powered on without errors and the procedure continued using ssc1 with no further issue reported. No known impact or patient consequence was reported.